Manufacturer narrative:
This report is being filed in good faith based on the distributor's internal complaint entry system report and the failure codes selected by the end-user. It was reported that three devices were involved in this event; reference MDR reports 9680001-2024-00031 and 9680001-2024-00032. Note: multiple fields within this report are blank. Despite attempts to obtain further event details, no additional information has been provided as of this report. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the preparation for use: 1. The surface of the zipwire hydrophilic guide wire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guide wire from its dispenser, inject sterile heparinized saline solution into the luer lock hub end of the dispenser using a syringe. 2. Inject enough solution to fill the dispenser coil. This will completely cover the zipwire hydrophilic guide wire surface and activate the hydrophilic coating. 3. Remove the zipwire hydrophilic guide wire from its dispenser by gently withdrawing the zipwire hydrophilic guide wire's tip. 4. If the zipwire¿ hydrophilic guide wire cannot easily be removed from its dispenser, inject more heparinized saline solution into the dispenser and then try again. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description provided to the distributor: na patient present at time of event?: yes patient complications: no patient complications additional information from distributor's internal complaint entry system report: was issue present upon opening package?: yes if yes, was the packaging damaged?: no photo or video of issue: no int failure modes: device 1: lot or serial number (B)(6) bent or kinked break/fractured peeled coating what is the return status of the device?: disposed additional information provided 11 december 2024: 1. Were these devices used in the same patient and same procedure? Response: yes- they had to open multiple boxes to find one that wasn't damaged. 2. Please provide upn/lot# of the other two guidewires. Response: the customer said it was the same upn and lot# for all 3.